Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported unintended system movement, perforation of vessels, cardiac arrest, bleeding, hypotension, pericardial effusion, hospitalization, unexpected medical intervention, and surgical intervention were not able to be confirmed due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported unintended system movement, perforation of vessels, cardiac arrest, bleeding, hypotension, pericardial effusion, hospitalization, unexpected medical intervention, and surgical intervention appear to be related to circumstances of the procedure. There was no damage or abnormalities observed with the device that would have contributed to the reported complaint. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left anterior descending artery (lad). The oad was used for six low speed treatments. After the low speed treatments were performed, the physician intended to perform an additional two high speed treatments. During the first high speed treatment, good result was achieved with removal of calcification, however, during a control angiogram, a perforation was observed in the first diagonal branch. It was unknown if the perforation occurred distally or at the bifurcation of the first diagonal branch. The oad was removed from the patient. The patient became hemodynamically unstable and required pharmological and mechanical resuscitation. During resuscitation, a balloon was advanced to the site of the perforation. Two minutes of balloon compressions were performed. The bleeding was successfully controlled. The perforation was located in the distal section of the treated lad, below the first diagonal branch, and was able to be managed with a non-abbott stent graft. The patient was subsequently stabilized. Three drug-eluting stents were placed in the previously treated area, lad (proximal to mid-segment), including the lad/diagonal bifurcation. The patient was transferred to the intensive care unit (ICU) in stable condition. A few hours later, the patient showed minor effusions in the pericardial ultrasound and their condition deteriorated significantly, with abdominal bleeding and a severe drop in hemoglobin levels. An emergency visceral surgery was performed, successfully stopping the liver bleeding which was caused by rib injuries during mechanical resuscitation. The patient required three blood transfusions and was stable post surgery. The patient was returned to the ICU in stable condition. The patient was discharged from the ICU in stable condition. In the physician's opinion, it was highly likely the perforation occurred when the oad crown jumped over the stenosis during the fourth treatment. However, this was not visible in the angiogram at the time. It was only apparent during the high-speed treatment that a perforation occurred. In the physician's opinion, the lad was extremely calcified and could only be treated with orbital atherectomy, as balloons were unable to cross the lesion.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left anterior descending artery (lad). The oad was used for six low speed treatments. After the low speed treatments were performed, the physician intended to perform an additional two high speed treatments. During the first high speed treatment, good result was achieved with removal of calcification, however, during a control angiogram, a perforation was observed in the first diagonal branch. It was unknown if the perforation occurred distally or at the bifurcation of the first diagonal branch. The oad was removed from the patient. The patient became hemodynamically unstable and required pharmological and mechanical resuscitation. During resuscitation, a balloon was advanced to the site of the perforation. Two minutes of balloon compressions were performed. The bleeding was successfully controlled. The perforation was located in the distal section of the treated lad, below the first diagonal branch, and was able to be managed with a non-abbott stent graft. The patient was subsequently stabilized. Three drug-eluting stents were placed in the previously treated area, lad (proximal to mid-segment), including the lad/diagonal bifurcation. The patient was transferred to the intensive care unit (ICU) in stable condition. A few hours later, the patient showed minor effusions in the pericardial ultrasound and their condition deteriorated significantly, with abdominal bleeding and a severe drop in hemoglobin levels. An emergency visceral surgery was performed, successfully stopping the liver bleeding which was caused by rib injuries during mechanical resuscitation. The patient required three blood transfusions and was stable post surgery. The patient was returned to the ICU in stable condition. The patient was discharged from the ICU in stable condition. In the physician's opinion, it was highly likely the perforation occurred when the oad crown jumped over the stenosis during the fourth treatment. However, this was not visible in the angiogram at the time. It was only apparent during the high speed treatment that a perforation occurred. In the physician's opinion, the lad was extremely calcified and could only be treated with orbital atherectomy, as balloons were unable to cross the lesion.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.